Manufacturer narrative:
(B)(6). (B)(4). Multiple screws were implanted including: product ID , lot no, quantity : 55740004535, h13e0212, 6; 55740006540, h13e0221, 3; 55740006540, h13e3156 , 3; 55740007545, h13a5843, 4; 55740007550, h12l1785, 2; 55740007580, h13e3328, 2. Lot no. And product ID's of loosened screws cannot be identified. Neither the product nor applicable imaging films were returned to manufacturer for evaluation therfore cause of event cannot be determined.

Event description:
It was reported that, on an unknown date, patient underwent posterior fusion at th10-il (l2: corpectomy). The patient had surgery many times for extending the fixation levels. Post-op (last fixation surgery was done on (B)(6) 2013), it was observed that th10-12 pedicle screws were loosened so revision surgery was performed to cut the rod and remove the screws. The patient's bone was weak. The surgical time was extended 31-60 min. No patient complications were reported in revision surgery.